Manufacturer narrative:
Final device analysis revealed motor gear shaft wear.

Event description:
It was reported that the pt experienced increased spasticity. The pt's pump dosage was increased, but the therapeutic effect continued to diminish. The hcp did several studies (dates not reported) with perfect intrathecal column results; no dye leaks showed along the catheter; and dye release was correct at the catheter tip. A study was done (date not reported) and it was reported as "good." The correct amounts of drug remained in the pump at refills, but the pt's efficacy was reduced to almost "nil," even at pump doses of 800 mcg/day. The hcp did a lumbar puncture of 100 mcg of baclofen and the pt had a marked, excellent response to that. The hcp was suspicious of "oozing" or a "micropore effect" of the catheter. The pump was due for replacement. The pump and catheter were replaced. The pt recovered without sequela. The pump was programmed to deliver lioresal. The concentration was not reported. See manufacturer's report # 6000030-2007-03487.